Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in any original packaging. Device one: the t1 has been cut from the suture and not returned, the t2, and suture were returned off the needle. The actuator is stuck at the tip of the needle. The needle assembly is bent. Device two: the t1 is off the needle but attached to the suture. The t2 and suture are still on the needle. The actuator almost to the end of the needle. A functional evaluation of device one showed it will not cycle due to the bent needle assembly. Device two will extend past the end of the needle but will not cycle to the pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, two (2) fast-fix 360 failed the same way, after the deployment of the t1, the t2 deployed prematurely through the meniscus. All the t-implants were removed with tweezers. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).